Event description:
It was reported that "staff had received high pressure alarms within 1 min of attempting to start therapy. Iab visualized as not opening on fluoroscopy. Md attempted manual inflation, which was unsuccessful. Iab removed and replaced. Second iab inserted without incident and therapy started appropriately without further alarms". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.